Manufacturer narrative:
The field service engineer (fse) instructed the customer to perform system check prior to service and confirmed that it passed with acceptable performance. Upon arrival, the fse verified ultrasonics and adjusted the transducer readings. On (B)(6) 2013, the fse performed preventative maintenance (pm) and replaced the ultrasonics printed circuit board (pcb). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. However, a specific hardware component was not identified as the singular cause of the event with the available information. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00821.

Event description:
The customer reported low and non-reproducible quality control and patient results on multiple assays [(cortisol, thyroid-stimulating hormone (tsh), creatine kinase-mb (ck-mb)] involving the unicel dxc 600i synchron access clinical system. This report references the event date noted. The customer stated the patient was undergoing an acth stimulation test (also known as tetracosactide test) produced a baseline cortisol result of <0.4 ug/dl. The test was repeated and generated a correlating value of <0.4 ug/dl. The customer indicated the patient¿s 30-minute and 60-minute old samples generated results of 24 ug/dl and 28.2 ug/dl. The pathologist indicated the latter results were not believable and ¿incompatible with life¿. As a result, the patient¿s sample was retested approximately five to six hours later, on the same instrument, and produced a value of 6.0 ug/dl. The customer was uncertain on the number of total patient samples affected. There was no report of patient injury or change in patient treatment associated with this event. The customer noted level 3 quality control results were very low several days prior but within range after reanalysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.